Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient's device is turning on and off by itself. It was noted that this issue as occurring at patient's senior care facility. Therefore, system is scheduled to be explanted however date of explant was not given. No further information has been received.

Event description:
Additional information received indicated that the product was explanted.